Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a lead revision procedure due to micro-dislodgement of the right atrial lead. Upon interrogation, the lead exhibited high thresholds. Attempts to reposition the lead were unsuccessful. The lead was explanted and a new lead was implanted without issue and the procedure concluded successfully. The patient was in stable condition post procedure. The patient would continue to be monitored.